Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited wobble moment in coupler due to that image was going outside of vision. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the wobble moment in coupler that caused the image to go outside the vision was due to faulty coupler unit. The movement in coupler was due to deformation of the plastic parts connected to the metal plate inside coupler. Olympus will continue to monitor field performance for this device.